Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and similar incident query for this product could not be performed as the part number and lot number were not reported. The investigation determined the reported shaft separation appears to be related to operational circumstances of the procedure. It is likely that manipulation and/or inadvertent mishandling of the device during the second advancement resulted in the separation. There was no separation noted during the initial advancement or retraction which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an unspecified trek balloon dilatation catheter was used in the procedure without issue and removed from the anatomy. The trek bdc was to be used a second time, however, before introducing it to the anatomy a mid-shaft separation occurred. A different bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.